Manufacturer narrative:
Fatigue cracking is caused by the stem bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions. No material or manufacturing deviations were found in this investigation.

Event description:
It was reported that revision was performed due to a fracture of the device.